Event description:
It was reported that after a supply change, the user experienced an elevated glucose due to an incorrectly deployed inset 23-inch infusion set for the ilet, as the cannula was not locked prior to insertion and was pushed into the body, until coached on replacing the infusion set and resuming insulin delivery. The user experienced a glucose peak of 197mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with the infusion set component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.